Event description:
It was reported that during an unspecified procedure, a shaft break occurred. The lesion location is unk. The physician encountered resistance while advancing the ultra-soft sv balloon catheter over the wire; therefore, the balloon catheter was removed. Upon removal of the device, it was noted that the shaft of the balloon catheter was bent. The physician attempted to straighten the catheter and the shaft subsequently broke. No pt injuries or complications were reported. Pt status is listed as "ok."